Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, the analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a lighttrail single use 270um laser fiber was used in a laser lithotripsy procedure in the kidney performed on (B)(6) 2021. The laser unit used was an auriga xl 50 watt laser console. During the procedure, the laser fiber tip broke inside the patient. The physician attempted to retrieved with flushing but was unable to be retrieved. In the physician's assessment, the tip of the laser fiber would pass out naturally. The procedure was completed with another lighttrail single use 270um laser fiber. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.